Event description:
Customer reportedly received the following results on the advantage system, compared to a professional meter, within 10 minutes: 600 mg/dl (advantage) and 140-150-range mg/dl (professional meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Upon receipt of the device, the user reported the monitor did not function as expected. The user reported a sudden flash on the monitor then it stopped working. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no patient involvement during this event.